Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed the same day. According to the complainant, during the procedure, the resolution clip would not advance out of the cannula. The procedure was completed with another resolution clip device. There has been no report of injury or complications as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.